Event description:
It was reported that the date and time stamp of a remote transmission was different in the application than it was on the system. The client wanted to know why it was different. Technical services (ts) started a remote support session and reviewed what the customer was seeing in the application. The issue will be escalated for further investigation. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.